Event description:
During a remote follow-up, a decrease in the sensing and episodes of post-sensed t wave oversensing were observed on the device. Technical support was contacted and the device was reprogrammed to remove the alert for oversensing. The patient was stable and will continue to be monitored.